Event description:
It was reported that a patient underwent a revision surgery approximately 25 years post implantation due to osteolysis. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Fitmoreâ®, shell with screw cones, uncemented, 60/mm item# 0100024560 lot# b477338 metasul head 28/+8mm 12/14 item# 3463 lot# b258931. Dsp lateral plate item# 0889 lot# b392377. Dsp threaded bot item# 0851 lot# b109394. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. One radiograph and one undated CT slice were received but not reviewed due to the quality of the images provided. The x-ray is a picture of a computer screen, creating a grainy appearance and with the allegation of bone loss and may not be accurately captured. The CT slice is a picture of a computer screen and the image contains artifact. Based on the available information the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.